Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) prematurely depleted. The ins depleted very quickly after being implanted for 8 months. No environmental, external or patient factors were noted. No diagnostics or troubleshooting was done. A revision was done and the ins was explanted and replaced. Following the replacement, the issue was resolved and the patient was alive with no injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Device information was corrected.

Event description:
Additional review determined this report was a duplicate of manufacturer report #9614453-2017-00031. All new information relating to this event will be reported under manufacturer report #9614453-2017-00031.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.